Event description:
It was reported that during the one month follow up the patient suffered a stroke. The start date was 02/2005 and stop date was 10 days later. Unknown if pre-existing and not felt to be product related. No action/treatment; however, the event did result in new /prolong hospitalization. The patient's outcome did resolve.